Manufacturer narrative:
Follow-up # 1 date of submission 03/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was returned torn over the ok keypad button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, all keypad buttons were intermittently unresponsive and required multiple button presses with increased force to engage. The up arrow and down arrow buttons were confirmed to be sticking and hyper responsive with button presses. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was unresponsive and the internal plug was found to be missing.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were sticking and scrolling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.